Manufacturer narrative:
Evaluation results and conclusion: (death). (B)(4).

Event description:
During index procedure one endeavor drug eluting stent was implanted in the lad. It is reported that approximately 61 months post index procedure the patient expired. The cause of death was sudden death, cardiac arrest.